Manufacturer narrative:
(B)(4). After several attempts to follow up with the customer, physio-control was unable to confirm if this device was either repaired or removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure cannot be determined.

Event description:
It was reported that the device failed to power on. There was no patient use associated with the reported failure.